Event description:
The pt is a 55 yr old woman who is currently suffering from complications of her bilateral breast implants. She had bilateral breast augmentation in 10/76 & 200cc. Soft shell implants were inserted in the subpectoral plane. The pt felt since 1978. She has poor sleep. She has some moderate fatigue & poor short-term memory. She feels tightness, especially discomfort in the rt chest with any repetitive motion of the rt arm. Xeromammogram demonstrates no silicone adenopathy, but bilateral subpectoral ruptured implants. The rt side is a definitive extracapsular rupture with focal extrusion of capsule in the upper medial corners. On the left side there is a definitive intracapsular rupture. Total capsulectomy is medically necessary because of the rupture & because the capsule contains silicone & implant components to which the pt may be reacting.